Manufacturer narrative:
Investigation summary: it was verified the batch record, maintenance record, quality notification and no deviation was found in these process. It was analyzed the samples sent by the customer and it showed the defect complained. With these information it was possible confirm the complaint, but the root cause was not identified. So due the defect criticality it was decided open the CAPA #: (B)(4) to investigate deeply the root cause. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: complaint confirmed. CAPA #: (B)(4) was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: the CAPA #: (B)(4) investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that, bd 20ml plastipak ¿ syringe products came shipped in the boarding box sealed, but when opened the packages of the syringes themselves were opened. Found before use. No serious injury or medical intervention noted.